Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet bionic pancreas, with a documented blood glucose of 46 mg/dl; the device report showed microdosing from the basal algorithm, and the patient was advised to consult their healthcare provider. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose tablets and subsequent stabilization of blood glucose to 128 mg/dl, with no hospitalization. Investigation included review of available device data and user report, along with troubleshooting and education provided by support. Investigation of this case revealed no device malfunction identified from the available information, and the clinical cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.